Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose levels were not impacted. In addition, it was reported that the customer experienced low blood glucose levels (54 mg/dl). Customer stated that their blood glucose levels are typically low in the evening before eating dinner. Customer ate to stabilize blood glucose levels, and declined to perform troubleshooting.

Manufacturer narrative:
The investigation has been completed and the reported wake button issue was confirmed. Functional testing was performed and no issues were identified related to the reported low blood glucose issue. In addition, a different issue was also found.